Event description:
It was reported two years post implant of a realize band the patient reported not feeling any restriction. Further evaluation was done to find the band had broken. The patient had revision surgery with a new band implanted.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.